Event description:
The patient tested her blood glucose on the suspect device at 6:30am and it was 176mg/dl. The pt took glucophage and at 7:43am, the pt. Had a seizure. A friend gave her orange juice. The pt states that she did not eat at 6:30am due to the high reading on the suspect device.